Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the pacing lead could not advance within the entire length of the catheter from the proximal end. It was also noted that the inner lumen of the catheter delaminated. The pacing lead was attempted not used, and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the pacing lead was returned to the manufacturer, analyzed and tested out-of-specification.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the delivery catheter was returned with the lead lff948892v partially inserted in the shaft of the delivery catheter. The dilator was not returned. There was a septal injection adapter affixed to the flush port of the delivery catheter. The lead was found properly passing through the hemostasis valve orifice. The septal injection adaptor was removed. A syringe with water was affixed to the delivery and flushed the delivery catheter. The lead was able to be passed through the delivery catheter without restriction even with the distal end of the returned lead being bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.